Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary =the device was received at the service center. A primary visual evaluation of the foot switch was conducted and the reported failure that the output of the device dropped during use was unable to be confirmed. However, it was found that the foot switch was corroded. The device was found to be non-repairable and was returned unrepaired as per the request from the customer, hence is unavailable for further evaluation. Fluid ingress into the device is the root cause for the corrosion of the foot switch, which in turn, may have caused the device to not function as intended by the customer. However, since the reported condition is not confirmed, and since the device is not available for further evaluation, the root cause for the reported failure cannot be determined. A manufacturing record evaluation was performed for the finished device (lot number : 1607079), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =a manufacturing record evaluation was performed for the finished device (lot number : 1607079), and no non-conformances were identified.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: correction: d3, g1-2: the manufacturer name, manufacturer facility name and manufacturing site name have all been updated to reflect the correct information. Additional information: d4: the lot number has been updated to reflect the information. Therefore, UDI: (B)(4). D10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4).

Event description:
It was reported by affiliate that the vapr vue generator and vapr3 footswitch have automatically dropped the output to 60. No patient consequences or surgical delay reported. The device is not available to be returned for evaluation.